Event description:
The advocate stated that the customer had been receiving high glucose readings. While troubleshooting, she performed control tests and received results of 181 and 182 mg/dl. The normal control range was 73-102 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.